Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet and the investigation is ongoing at this time. All availavle information has been forwarded to the actual manufacturer, b. Braun (B)(4). A follow up report will be provided when the evaluation results become available.